Event description:
The event involved a chemosafelock vial adapter where the customer reported that a blue resin-like foreign matter was observed in the device. The incident was noted during preparation and before use to the patient; the set was not contaminated with blood or body fluid. There was no reported impact of event on patient or medical worker. Terumo performed their own inhouse inspection. The reporter stated "complaint: blue resin-like foreign matter was found during preparation. - one (1) actual sample was received connected to a vial bottle of gemcitabine for i.v. Infusion 1g (takada seiyaku). In addition, one (1) kl-msu3 was also received connected to a 30ml syringe. Most of solution in the vial bottle has been aspirated into a syringe. (Almost no solution remains in the vial bottle.) - upon closely checking inside the vial bottle and the syringe, no foreign matter was found. - when we checked the spike part after removed the sample from the vial bottle, a blue foreign material was found to be present close to liquid outlet. - when we contacted the fm by the tweezers after collected, it was rigid resin. It measures approximately 1mm x 0.4mm. - ftir analysis was performed, and the result shows the similar spectrum to abs resin". It was further stated that the device was changed with no further problems encountered. Same lot device sample is not available. Mating device is not available to be tested. 1 involved defective set and 1 actual sample is available for investigation. Sample pictures of chemosafelock vial adapter attached to a vial and a filled syringe attached to a clave, blue color particle was noted at the spike area of the chemosafelock vial adapter and sample pictures of the tracing ft-ir for actual sample and reference (abs) have been provided.

Manufacturer narrative:
The device has been received for investigation which is in progress. A follow up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
A series of photos were shared by customer, where an unknown foreign blue material is observed on the spike tip, a ftir analysis performed by customer indicates the spectrum is similar to "abs". No additional damage or anomalies were confirmed. One used list #kl-va201u3, chemosafelock vial adapter was returned for evaluation. As received, no particulate was returned back for evaluation. The sample was visually inspected looking for voids, anomalies or source of the particulate, however there was no material source found. Complaint of particulate matter can be confirmed, based on the photo shared by customer. Without the return of the particulate matter, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Corrected information can be found in h5 - labeled for single use and h6 component code.